Manufacturer narrative:
A sample has been received and is being evaluated. The customer's complaint history was reviewed for the period of (B)(4) 2009 through (B)(4) 2010; this is the first complaint of this nature reported by this account. As the customer did not retain the lot number, device history record and lot history could not be reviewed. As a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancement to the drain bag design. Validation samples of the enhanced drain bags are scheduled to be available in (B)(4) 2011. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that during surgery, the fluid would not drain into the bag. The system was exchanged and the case was completed without any harm to the pt.